Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55 mg/dl due to low absorption issues. To address the absorption issue the customer would adjust the temp rate; however, in this instance the temp rate was increased too much which resulted in the low bg. The customer addressed the bg level with juice.